Manufacturer narrative:
Product recall initiated in 2007.

Event description:
Patient contacted s&n 2007. The third week following the surgery patient had redness, swelling and pain. Has been to the doctor several times. They've done three knee taps to make sure there were no infections and are considering flushing it out.